Event description:
It was reported that the lid of the aseptic housing was broken off prior to procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is ongoing.

Manufacturer narrative:
The reported event, cap broke, was confirmed. The service technician observed that the top housing was no longer attached to the bottom housing. Device was placed in parts retention.

Event description:
It was reported that the lid of the aseptic housing was broken off prior to procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.